Manufacturer narrative:
A getinge field service engineer (fse) observed the machine cross checked with another pressure cable but waveform is there. No problem found during observation. Reset the connection of front-end pcb. Performed all functional tests successfully. Observed the machine for almost 3 hours. Machine is working ok and handed to the customer in working condition. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) pressure is not detected. There was no patient involvement.